Event description:
It was reported that a patient who had a breast biopsy approximately 3-6 months ago; had the device tissue marker deployed in the biopsy cavity, is now experiencing soreness, tenderness on the breast. The patient has images taken and there appears to be a foreign body within the biopsy cavity, which has created a ring around the cavity. No device being returned for analysis.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.